Event description:
A dissection occurred during the procedure, and a stent was required for treatment. Additional information is not available. The information contained in this report was captured during a post-market evaluation conducted outside the u.s.